Event description:
Attorney reports: in 2007 - the patient underwent a hernia repair procedure with implant of a composix kugel mesh patch. In 2008 - the patient had the mesh explanted. The patient continued to experience abdominal pain and discomfort.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.